Event description:
During the urolift procedure, surgeon went to place implant and the handle was squeezed but not deployed. According to the surgeon, the handle was not cutting the tab and the surgeon felt the handle was malfunctioning. Another urolift handle was opened and the remaining implants were placed without any problems. The procedure was completed without any harm to the patient.